Manufacturer narrative:
Inability or difficulty to remove sensor during first attempt is a known and anticipated potential risk and eversense e3 user guide mentions about it under "risks and side effects". For this incident, the sensor could not be removed during the initial removal procedure which took place on (B)(6) 2024. The insertion date of the sensor was (B)(6) 2025. As per the information that was provided to senseonics, the sensor was unable to be palpated before the incision. Magnet was used to localize and removal attempt took an hour. Hcp was able to successfully remove the sensor on the second attempt made by a general surgeon on (B)(6) 2025.this incident does not require any further investigation.

Event description:
On (B)(6) 2025, senseonics was made aware of an incident where hcp was unable to remove the sensor on the first attempt made on (B)(6) 2025. However, the sensor was successfully removed during second removal attempt on (B)(6) 2025.

Manufacturer narrative:
B4.date of this report 07 june 2025. G3.date received by the manufacturer? 07 june 2025. H6. Investigation findings updated to 4248.